Event description:
Technician alleged that the head of the bed is drifting down.

Manufacturer narrative:
Technician found CPR cable needed to be adjusted on both left hand and right hand side. Technician adjusted the CPR cable to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.